Event description:
Procedure type: gastric bypass. According to the reporter: while the doctor was trying to push the orvil through esophagus the head of the orvil was stuck in the cardiac sphincter. When the doctor managed to pass it in the stomach he realized that a hole was made in the wall of the stomach. Surgery time was extended of 40 minutes. Patient status is now well.

Manufacturer narrative:
Initial report sent: 12/11/2007.